Event description:
On 01/11/2000, the surgeon informed the manufacturer's (MFR.) Director, marketing of the following: the introducer sheath was kinking as it went into the costa clavicular space. The surgeon could not pass the catheter through the spreadable sheath. No further details were provided at this time. This info was forwarded to the distributor's marketing manager (01/11/2000).